Manufacturer narrative:
For the reported failure mode binding of the bone screw to the tissue protector is primarily due to tissue being wrapped around the threads. However, initial pin misalignment, bending of the screws, and misuse of the tissue protector can also be contributing factors.

Event description:
It was reported that during procedure one screw got lodged in tissue protector when placing the tibia tracker. Tried to use a osteotome to dislodge it. Took out the other screw to twist the tissue protector to loosen it and the screw broke off in tissue protector and left the very end piece in the tibia. No surgical delays reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for investigation. The malfunction occurred during a demo. Ohr review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. We could not confirm if there was a relationship established between the reported event and the device. Photos of the device were not provided for evaluation and the device was not returned. However, based on prior complaints received it is likely that the event occurred due to the reported failure. The malfunction is due to a design issue due to the inner diameter of the tissue protector lumen diameter relative to the major diameter of the bone pin. Binding of the bone screw to the tissue protector is primarily due to tissue being wrapped around the threads. However, initial pin misalignment and bending of the pin are also contributing factors. (B)(4). And CAPA 200017 were opened as corrective actions to address this issue. As a result of the remedial investigation, we have thoroughly investigated the complaint per the criteria as required by 21 cfr 820.198(d).